Event description:
Anterior cervical discectomy and fusion of cervical 6-7, left in 1994. Secondary anterior cervical discectomy and fusion of cervical 6-7 in 1997. Now presents with neck pain radiating down and between shoulder blades.